Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of irido-corneal angles and shallowing of the ac. The lens was exchanged for a shorter length lens and the problem was resolved. Cause of the event was reported as patient related factor.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: significant reduction of irido-corneal angles; shallowing of the ac. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).